Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver failed during tibial insertion during a cardiac arrest. Two attempts with the driver in the field unsuccessful. The attempt in hospital was successful but difficult. Manual insertion was attempted in the field with jamshidi also failed. Rosc initially achieved but the patient did later expire.